Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will eval it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay-user/pt contacted lifescan alleging that she was unable to test her blood glucose because her one touch ultra meter was only displaying 3 dashes. The pt takes novolog insulin, 20 units in the morning and evening time. She also takes 40 mg of actos. The pt claimed that the meter issue has lasted for a "couple of mos". The pt also stated that her last meter test was done two months before. During that time, the pt developed symptoms of blurred vision, feeling sleepy and nauseated, and foot pain. The pt indicated that she visited her dr a few times to have her blood glucose checked. On the same month, the pt visited her dr because of her symptoms and to have her blood glucose checked. The pt believes the dr's office obtained a result of around "200-225 mg/dl" using an unidentified one touch meter. The pt did not report receiving any medical treatment. She did report she took insulin; however, it is not clear if she took insulin as part of a daily regimen or to treat the high blood glucose result. No further clinical info was provided. It would have been helpful to know the following info: if the pt was able to test with another meter during the time of concern, her testing frequency, her normal/expected blood glucose levels, when the symptoms started,and if the pt attempted to treat the symptoms on her own. In addition, it would have been helpful to know if the pt took her medications as prescribed during the time of concern, if she made any changes to her diabetes management because of the meter issue, and what her last blood glucose result was from the reported meter. During troubleshooting, the pt was able to set up her meter but it was showing a battery symbol. The pt denied ever changing the meter's battery. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt alleged that she was unable to test her blood glucose for a couple of mos because of the meter issue. The pt claimed that she had to visit her dr a few times to have her blood glucose checked and because she had symptoms that are suggestive of hyperglycemia.